Event description:
The event is reported as: complaint alleges: "the doctor discovered that the carina hook dropped off from the tube before use." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.